Event description:
The customer reported via phone call that she had been off her insulin pump for 2 days due to moving. Customer inserted a new battery in the morning and received an unexpected restart alarm. Customer was not able to get past the time/date menu due to keypad issues. Customer stated that the pump was stored or not in use for an extended period of time. Customer's blood glucose was 150-160 mg/dl. Customer stated that the buttons are hard to press and the keys are flushed. When the customer pressed the act and esc buttons, the pump started counting down again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with no esc, up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was unable to verify alarms due to no esc button response. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube window thru reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.